Event description:
It was reported that the patient experienced recurring incontinence as his artificial urinary sphincter (aus) was not working. It was observed that the cuff tubing was damaged (leak). All components were removed and replaced with a new aus. The patient is recovering from surgery.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. It was observed that the cuff tubing was damaged (leak). All components were removed and replaced with a new aus. No patient complications were reported in relation to this event.